Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient was implanted with a gore excluder aaa endoprosthesis to treat an aorto-enteric fistula and to control a hemorrhage. On (B)(6) 2009, contralateral leg component was explanted due to removal of an aorto-bifemoral bypass, and an infection.